Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision of srom stem for fracture of stem. Patient felt her hip give way when stepping onto a high step of a bus. Patient presented with fractured stem following incident and pain in hip.

Manufacturer narrative:
Conclusion and justification status: the complaint states revision right thr performed on (B)(6) 2016 at (B)(6) hospital. Revision of srom stem for fracture of stem. Patient felt her hip give way when stepping onto a high step of a bus. Patient presented with fractured stem following incident and pain in hip. Primary surgery was on (B)(6) 2011. A (B)(6). A complaint database search did not identify any anomalies. It should be noted that no device was returned. A review of manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.